Event description:
It was reported that on (B)(6) 2025, a 23mm navitor valve was successfully implanted at a depth of 3mm using a small flexnav delivery system (ds) without issue. There was no calcification extending beneath the aortic annular plane in the interventricular septum. On (B)(6) 2025, the patient presented with atrial fibrillation (af), which was reverted. On (B)(6) 2025, the patient¿s heart rate was able to be controlled. On (B)(6) 2025, the patient was noted to have a fever, lethargy, and another occurrence of af. Antibiotics and amiodarone were administered to treat the issue. On (B)(6) 2025, the patient was able to be stabilized. On (B)(6) 2025, an ECG was repeated, showing a wider qrs. It was decided to continue treating the patient with antibiotics, and a pacemaker was also implanted. After this, the patient ended up going into shock and an x-ray indicated possible ventricular perforation. The patient then became unstable, and a pericardial puncture and drain was attempted. The patient¿s hemodynamics didn't improve and they passed away (B)(6) 2025. The physician believes that it was likely due to a multi-resistant pseudomonas infection.

Manufacturer narrative:
The device was not returned for analysis. An event of fatigue, respiratory tract infection, shock, atrial fibrillation and patient death was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, causes for the reported fatigue, respiratory tract infection, shock, atrial fibrillation and patient death could not be conclusively determined. It is possible that they are related to the implant procedure. However, this cannot be confirmed. The reported death appears to be related to the multi-resistant pseudomonas infection. The reported unexpected medical intervention and surgical intervention were the result of case-specific circumstances, as pericardiocentesis was performed and permanent pacemaker implanted. The event and imaging was reviewed by an abbott senior director of medical affairs. The reviewer stated, the cause of death cannot be determined based on the information provided. However, we suspect its related to the right ventricular (rv) puncture from the temporary pacemaker placement. No device malfunction is suspected.

Event description:
It was reported that on (B)(6) 2025, a 23mm navitor valve was successfully implanted at a depth of 3mm using a small flexnav delivery system (ds) without issue. There was no calcification extending beneath the aortic annular plane in the interventricular septum. On (B)(6) 2025, the patient presented with atrial fibrillation (af), which was reverted. On (B)(6) 2025, the patient¿s heart rate was able to be controlled. On (B)(6) 2025, the patient was noted to have a fever, lethargy, and another occurrence of af. Antibiotics and amiodarone were administered to treat the issue. On (B)(6) 2025, the patient was able to be stabilized. On (B)(6) 2025, an ECG was repeated, showing a wider qrs. It was decided to continue treating the patient with antibiotics, and a pacemaker was also implanted. After this, the patient ended up going into shock and an x-ray indicated possible ventricular perforation. The patient then became unstable, and a pericardial puncture and drain was attempted. The patient¿s hemodynamics didn't improve and they passed away (B)(6) 2025. The physician believes that it was likely due to a multi-resistant pseudomonas infection.